Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement indicator (eri). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated. This supplemental report was created due to change in h6: investigation conclusion code; correction in e1: initial reporter and b5 event or problem.

Event description:
It was reported that this pacemaker reached elective replacement indicator (eri). It was noted that the auto capture was on and output was at five and threshold trend would ranged for 0.8 to 2.5 volts. Boston scientific technical services (ts) then discussed that threshold could have been consistent that the device had reached elective replacement indicator (eri) sooner because it projects itself working harder. The pacemaker remains in service. No adverse patient effects were reported. Additional information indicated that the device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker reached elective replacement indicator (eri). It was noted that the autocapture was on and output was at five and threshold was has been consistent. This was likely device had project itself working harder. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement indicator (eri). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated.

Event description:
It was reported that this pacemaker reached elective replacement indicator (eri). It was noted that the auto capture was on and output was at five and threshold trend would ranged for 0.8 to 2.5 volts. Boston scientific technical services (ts) then discussed that threshold could have been consistent that the device had reached elective replacement indicator (eri) sooner because it projects itself working harder. The device was explanted. No additional adverse patient effects were reported.